Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up after remote transmission of pulse generator data failed to be sent via merlin.net. The rf telemetry anomaly was noted was in-clinic. Rf communication was successfully restored via cybersecurity download, and the device was able to send remote transmission via merlin.net. The patient was in stable condition.